Event description:
Reporter indicated that a vns patient was diagnosed with left vocal cord paralysis following explant of the lead and generator. Further follow up with the ent surgeon revealed that the patient's left vocal cord was not moving. The physician assumed the condition would be temporary, but it would be 4-5 months before he would know for sure. No intervention is planned at this time, although the patient is seeing a speech therapist. The physician did not know if the left vocal cord paralysis was related to the explant procedure. Visual inspection and electrical testing of the explanted lead did not reveal any anomalies that could have contributed to the reported left vocal cord paralysis.

Manufacturer narrative:
H.6. Code 100: vns therapy system labeling lists left vocal cord paralysis as a potential adverse event possibly associated with surgery or stimulation.